Event description:
Pt had port-a-cath implanted on the right side for chemotherapy on (B)(6) 2013. When the pt went for first chemotherapy treatment, the port-a-cath was found to be nonfunctional. Radiologic evaluation showed a kink in the catheter. It was determined that the catheter would need to be removed and a new port-a-cath placed. The pt was taken back to the operating room on (B)(6) 2013 and the non-functioning port-a-cath was removed and replaced with a new port-a-cath.